Event description:
A patient reported that their insulin infusion device is displaying 7.7 on the screen and is frozen (the device not respond to button pushes). The patient also reported that the device produced a long continuous beep at the time. She stated that this occurred while trying to prime the infusion tubing. The patient removed the power pack and inserted a new power pack and the device began to operate as normal. The patient's blood glucose values were not affected. No medical assitance was required. No product is being turned.

Manufacturer narrative:
Product not returned for evaluation.